Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, as a result of checking the subject device, to all appearances on the size, material and shape, it was not a part used for an endoscope. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, foreign material may have come out of the forceps channel of the gastrointestinal videoscope during storage. This complaint is related to patient identifiers (B)(6). There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.